Event description:
Information was reported from clinical study: this patient was randomized and treated to the this clinical study for treatment of three cardiac lesions at the proximal right coronary artery (rca), mid rca and the proximal circumflex. At index procedure the lesions were treated as follows: cto was noted at the mid rca and poba was conducted with an unknown balloon. A 2.75 x 18 mm penta stent was implanted at the proximal rca. The proximal circumflex was treated using a 2.75 x 23 mm bx velocity stent. Eight months post index procedure restenosis was observed at the proximal rca. This was treated using two cypher stents: the first 2.5x23mm cypher stent was deployed at the distal end of the implanted penta stent. A second 3.0x28mm cypher stent was deployed at the proximal end of the penta stent. Approximately six months after, restenosis was observed at the proximal end of 3.0 x 28 mm cypher stent implanted proximally in the proximal rca. There was 75% re-occlusion. Poba was conducted with an unknown 3.0 x 13 mm balloon at 12 atm inflation time is unknown. Another 3.0 x 13 mm cypher stent was deployed proximally at 16 atm for 16-30 seconds. Post dilation was not conducted. Ivus was not conducted. Timi flow pre and post procedure was iii. The residual % stenosis was 0%. Fifteen months post index procedure 90% re-occlusion was observed at the proximal circumflex. The lesion was pre-dilated using an unknown 2.5x14mm balloon at 18 atms. Inflation time is unknown. A 2.5x28mm cypher stent was successfully deployed at 12 atm for 31-60 seconds. Note: this is one of two products being reported for the same event. Please reference manufacturing reporter #'s: 9616099-2005-01251.